Event description:
It was reported via clinic notes received that the patient was experiencing an increase in seizures and was experiencing "at least one seizure a week." The patient's vns is noted as being at end of service; however, it is unknown if the increase in seizures is believed to be related to this. A battery life calculation was performed that confirmed that the generator was likely at, near, or past end of service. The physician has increased the patient's vns settings and has referred the patient for generator replacement. Surgery to replace the patient's generator is likely. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received indicating that the patient would not be undergoing battery replacement as the patient and his family felt that the vns had not helped his seizure control and the patient did not wish to undergo surgery. The patient was noted as only having one seizure in a month's time per the patient's family. Follow-up with the neurologist's office found that the patient's seizures are believed to be related to the generator end of service. The patient's generator was able to be interrogated on (B)(6) 2012, at which time the "elective replacement indicator" (eri) was "yes" indicating it was time for the generator to be replaced. Otherwise, the diagnostics taken on that date showed normal device function as per the site however specifics were not available upon request. The generator could not be interrogated on (B)(6) 2012, due to end of service. When the patient had been previously seen on (B)(6) 2011, the eri flag was "no." The relationship of the increased seizure frequency to the pre-vns baseline seizure frequency is unknown. No medication or programming changes were believed to have caused or contributed to the increased seizures. The patient's neurologist is encouraging the patient to pursue replacement however it appears that the patient does not wish to have it replaced at this time.